Event description:
The bathlift was used by the customer in the tub. The bathlift operated correctly lowering into the tub by depressing the down button on the hand control. When required to rise up out of the tub through operation of the up button on the hand control, the bathlift would not operate. The customer reported that she injured her back trying to get out of the tub and called paramedics for assistance. A written report of the incident was requested. To date, handicare has not received the report or the device for evaluation.